Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The reported clinical observation was unable to be confirmed. Based on the information received, a definitive root cause could not be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry a 25mm bioprosthetic valve was explanted after an implant duration of approximately 1 year due to unknown reasons. The 25mm valve was replaced with a 23mm edwards bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified.